Manufacturer narrative:
This device malfunctioned during a workshop. There is no info to suggest that an occurrence of this during a surgery would result in injury. An investigation has been initiated and if additional info is made available, it will be reported in a supplemental MDR. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
During the workshop, while disassembling the connector from the screw, the tip of the torque wrench was broken.